Event description:
It was reported the patient was scheduled on the date of the report for a pocket revision due to the pump moving in the pocket which was occurring since the last replacement. It was noted the pump was uncomfortable and was hard for it to be filled. During the revision, the health care provider (hcp) had a hard time getting the suture-less connector off the pump. It was noted the sc connector was separating from itself and had to be "pried" off the pump and was replaced. It was also noted the catheter close to the connector site was found to be fractured, or looked like the outer layer was coming off; therefore, that portion of the catheter was replaced. The patient status at the time of report was listed as "alive - no injury." The pump was being used to deliver prialt. It was later reported that the patient had always been receiving effective therapy prior to the pump revision. The patient stated it was working well for them, it was just that the pocket was painful due to the pump moving. It was further reported that the previously noted surgical revision was scheduled for repositioning of the pump in the pump pocket. Once the pocket was opened, when the hcp was prying the sc connector off the pump (as previously reported), it was noted the outer layer was separating from the metal inner portion and would not easily come off the pump even when squeezing at the dots. Also, ¿a few centimeters down¿, a fracture was found on the outer layer which looked like it ¿was coming off.¿ cerebrospinal fluid (csf) was easily aspirated and there was no visible leaking at the site. It was reported that the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of the catheter revealed the difficulty with the sc connector led to explant.

Event description:
Additional information received reported, the patient was complaining of the location of the pump site moving and tilting in the pocket, making accessing the port difficult to find. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the cause of the pump moving in the pocket was unknown.